Manufacturer narrative:
Note: per FDA request, MDR submissions for the trupulse¿ generator are to be reported with PMA details of the catheter used along with the trupulse¿ generator. Therefore, this file is processed with the ablation catheter information of the varipulse¿ bi-directional catheter. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a trupulse¿ generator and after about 15-20 ablations, coming on the third application, the trupulse¿ system shut off on its own and rebooted automatically. This then recurred approximately five lesions later. After the system rebooted each time, the medical team was able to continue with normal functionality of the trupulse¿ system and after the second reboot, the system functioned with no issue for the remainder of the case. The case continued. No patient consequences were reported.